Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Device product code is fzt.

Event description:
The sales associate reported the rod cutter tip broke when attempting to cut a cobalt chrome rod.

Manufacturer narrative:
The device was examined and found to have a worn cutting surface. A review of the manufacturing records did not find any issues which would have contributed to this event.